Manufacturer narrative:
Evaluation summary: there was a kink present to the hypotube 12cm distal to the strain relief. The distal shaft was kinked 12cm distal to the hypotube bond. The distal shaft was ripped from the guide wire entry port extending to the detachment site. The transition tubing was stretched and necked on the distal end of the hypotube. There were numerous kinks along the transition shaft. The transition shaft was measured at 28.5cm, which is above the maximum specification of 12.5cm. A section of the distal shaft, balloon and inner shaft markers had detached. The detachment site distal to the guide wire entry port was stretched and jagged. The detached portion of the device was not returned for analysis. (B)(4).

Event description:
It was reported that a physician was attempting to use a sprinter legend to treat a lesion in the proximal area of the obtuse marginal however it was not possible to reach the target lesion. The device was removed from its packaging per IFU. The device was inspected and negative prep performed with no issues noted. Resistance was encountered when advancing the device, however no excessive force was used. Tortuosity and degree of calcification of the vessel was moderate. The lesion exhibited 60% stenosis. No resistance was encountered when removing the device from the vessel. The device did not lock on the guide wire during advancement. Resistance was encountered when removing the guide wire from the device. The guidewire was not removed from the vessel along with the sprinter legend device. Another sprinter legend device of same diameter was used to complete the procedure. No patient injury was reported. The sprinter legend device was returned to the manufacturing facility and through analysis of the returned device, a detachment of components was identified.